Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported they discussed further with the patient (pt): pt reported it was more of a sharp knife poking them, causing a 6/10 pain, only when charging. Lead connections and impedance all checked out good and green. The physician assistant (pa) evaluated the patient and stated that the surgical scars were well healed, and battery was in place. Pa double checked to see if the device had flipped, and based on their observation it wasn't flipped nor mobile. Rep reprogrammed the patient to a ld program and took thestimulation below threshold which gave patient significant relief and better feeling in their legs with the improvement in their walking. Rep also informed the pt that the rep placed them on a cycling program to preserve the battery and allow pt to charge better. Rep noted they did charge in person before pt left, in which the battery increased from 20%-30% with no indication of the charger or battery not being able to hold a charge. After discussion with the provider, the hcp felt comfortable sending the patient home with the changes and follow up with the patient's pain provider. Patient did state they had more relief with the changes and was good with trying the new settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Mdt rep. Said the pt fell and hit their back on a toilet and then slid down against the ins about two weeks ago. Then, pt started noticing uncomfortable stimulation and overstimulation going from ins implant site (pt said it felt like 200 volts) through their stomach after recharging their ins. Pt said their legs were heavy. Overstimulation went away when therapy was turned off. Impedances and ins connections were checked on clinician tablet and impedances and ins connections were good. X-ray had been performed and the 5-6-5 paddle looked like it was in the right place (rep did not know if a lateral and anterior/posterior x-ray had been performed). Pt had turned of therapy due to overtim. Tss had rep. Inspect implant site and rep. Said the implant was straight and nothing was sticking out of pt's skin. Rep. Said this was the pt's 3rd battery (two had reached expected eos). While the rep. Was talking to the pt, pt noticed their hands were black (pt said this in the background of the call). Mdt rep. Reported the pt told them that the handset had displayed a message that said "battery would not take a charge" when pt tried to charge ins but pt did not know the exact messa ge. Tss had mdt rep. Check impedance results and mdt rep. Reported the lowest impedance value of 1050 on electrode 14 and the highest at 1720 on electrode 10 when referencing 0. Tss had mdt rep. Switch reference electrode around, first to #10. When referencing number 10, all impedances appeared to be in range or slightly high; mdt rep. Saw 1920-2200 on electrodes 11-15 when referencing #10. When reference #11 was used, mdt rep. Reported numbers between 1140-1680 and when number 12 was used as reference, numbers were between 1110 and 1710. Overall, impedances appeared within range. Mdt rep. Reported pt's last recorded diary of charging was 18 minutes from 60-80% on 07-feb-2025. Pt was programmed with dtm and high settings. Tss suggested programming a legacy program and then turning stim to perception and trying a recharging session to see if overstim reoccurred or if message about not holding charge appeared. The patient complained of sharp pain during the recharging session after two minutes and requested for rep to stop charging due to the pain being a six out of 10. Rep ended up turning a cycle on to preserve the battery for a bit longer. Rep was able to charge from 20% to 30% with no indication of the battery not holding a charge.